Event description:
It was reported that the patient with this snm tined lead fell and has been experiencing pain at implant site, urinary retention, uncomfortable stimulation, and pain due to retention. The patient was able to release the urinary retention with a catheter but does experience discomfort when attempting to urinate. X-rays were taken and it was noted lead migrated. An attempt was made to reprogram; however, the stimulation at the groin, leg or urethra was not tolerable and device was turned off. The patient had a lead revision on (B)(6) 2026. There were no additional patient complications.

Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket / 510 (k) p190006.